Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
This right atrial (ra) lead was a case of an attempted implant due to unable to extend or retract helix. The lead was never in service. No adverse patient effects were reported.